Manufacturer narrative:
The affected fabius gs premium was inspected on-site by a service technician. It was found that the o-ring of the lower diaphragm was not correctly seated probably leading to a contact of the clamp to the piston movement indicator and as a result to a higher friction. In case of higher friction the motor current is increased, the motor voltage and the angular speed is dropped. Unfortunately no error log was available for investigation. But according to the service report error log entries were found indicating that the motor had stalled or slowed several times confirming the drawn conclusion as described above. After replacement of diaphragm and o-ring the device was tested and passed all tests. Unfortunately the root cause of the incorrect seating of the o-ring could not be determined but the field failure rate of the lower diaphragm was found to be inconspicuous. The fabius gs premium reacted as specified for the detected situation with an autonomous shutdown of the ventilator and alarmed audible and visible for "ventilator fail". In this case the user can switch to manual ventilation. Monitoring is still functional. The fabius gs premium was returned to use with no further problems reported to date.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail.' No patient injury reported.